Event description:
Caller states that the pt tested at 270mg/dl and 116mg/dl. Caller reports that the tests were performed within 10 minutes. No treatment rec'd. No adverse event reported. No valid quality controls were used. Requested return of suspect device and replacement was sent.